Event description:
It was reported that the customer was filling the tubing when the insulin pump alarmed no delivery. The customer changed the infusion set afterwards. The customer also was experiencing issues with the adhesive of the sensor. The customer's blood glucose was 78 mg/dl. Troubleshooting for site issues was done. The customer stated that the adhesive was leaving her skin raw and cracked, causing blood. Advised to speak to healthcare provider about irritation and alternative sites. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.